Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. This lead also exhibited high pacing impedance measurements greater than 2000 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.